Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm (air in tubing) during drain three of four on the homechoice machine(hc). The patient stated they disconnected to go to the bathroom. The technical service representative(tsr) review the proper disconnect procedure with the patient. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.